Event description:
A subcutaneous venous access port was being placed in a patient for administration of chemotherapy. When the catheter was placed, the port was tested and flushed, but aspiration was difficult. No kinks were noted in the tubing; catheter and port were both replaced, and flushed and aspirated appropriately. The patient was not harmed.